Manufacturer narrative:
(B)(4): the customer reported that the unit was not functional. A philips field service engineer evaluated the device and verified the failure. Replacement of both the battery pca and power pca resolved the failure. Due to multiple parts being replaced, we cannot determine the cause of the reported failure.

Event description:
The customer reported that the unit was not functional.